Manufacturer narrative:
Correction to h11 analysis results. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had a hole with a leak and broken fabric threads from wear in the proximal end. The cylinder had wear at a fold in the middle. The second cylinder had wear at a fold in the proximal, middle and distal end. The kink resistant tubing (krt) was worn to the filament. The second cylinder passed the leakage testing. The pump krt was worn to the filament. The pump passed leakage testing and did not pass activation testing. The spherical reservoir passed visual and leakage testing. The flat reservoir had wear at a fold in the shell. The flat reservoir passed leakage testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss. The device would not inflate and a hole was observed in the device. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss. The device would not inflate and a hole was observed in the device. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had a hole with a leak and broken fabric threads from wear in the proximal end. The cylinder had wear at a fold in the middle. The second cylinder had wear at a fold in the proximal, middle and distal end. The kink resistant tubing (krt) was worn to the filament. The second cylinder passed the leakage testing. The pump krt was worn to the filament. The pump passed leakage testing and did not pass activation testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss. The device would not inflate and a hole was observed in the device. The ipp was explanted and replaced. There were no patient complications reported.